Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device displayed alert for possible output circuit damage. Low impedance on the hv lead was observed. The patient uses nunchuks frequently. The lead was explanted.